Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Date of event: (B)(6) 2011, exact date unknown. Evaluation of the returned component found evidence to suggest that it failed via a push-out overload of the fastener through the apical hole of the provisional liner. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent hip arthroplasty procedure in (B)(6) 2011. During the procedure, after impaction of the acetabular cup, the surgeon inserted the trial liner and after fixating the liner to the cup he noted that the screw portion had separated from the trial liner. The surgeon removed the screw from the bottom of the cup and continued with the procedure. There was no injury to the patient or delay in the procedure as a result.